Event description:
It was reported that shaft break, insufficient stent apposition, and device explantation occurred. The 90% in-stent restenosis target lesion was located in the severely tortuous and severely calcified left anterior descending. There was difficulty with maintaining access during procedure and had difficulties delivering unknown boston scientific balloon catheters. A guidezilla extension catheter was used to help facilitate delivery and maintain access with guiding catheter. After multiple attempts at pre dilating the physician decided to stent. A 2.50 x 32mm synergy xd stent was advanced for treatment after some struggle to get the stent where it was needed. The physician inflated the balloon of the stent delivery system (sds) at 18 atmospheres. However, there was an area in the distal portion of the stent that looked to be under deployed. After deflating the sds, the physician tried to remove the sds but had resistance. Multiple attempts were made at removing the sds which resulted in the fracturing and dislodgment of the polymer portion of the sds. The hypotube portion of the sds was removed from the guide and the balloon portion of the sds remained in the patient's coronary artery (lad). Following consulting the cardiovascular surgery team, the decision was made to take the patient to surgery and remove the portion of the sds. The remanent stent balloon and under deployed stent had to be removed from the lad. Procedure performed on the patient resulted in a redo bypass of the lima to lad. The patient came out of surgery doing well and was being extubate shortly. The patient is resting comfortable and will make a solid recovery. There were no further patient complications and the patient was fully recovered.